Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the issue was caused by a faulty front panel. However, the specific cause of the faulty front panel could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the evaluation found the lighting failure due to the front panel light-emitting diode (led) failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the high flow insufflation unit had a defective front panel. The issue occurred during preparation for use. The therapeutic procedure was completed using a similar device. There were no reports of patient harm.